Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 60 year old male patient presented with st-elevation myocardial infarction and cardiogenic shock in hospital. Stent placed in left anterior descending artery and intra-aortic balloon pump used. Worsening symptoms of cardiogenic shock, so patient was transferred to a different hospital and upgraded to impella cp. Following insertion of the pump, the patient suffered two minutes of pulseless electrical activity. Following this, a decision was made cannulate for extracorporeal membrane oxygenation proactively, yet more episodes of pulseless electrical activities or other arrythmias occurred during the day. Intermittently, "low placement signal" alarms occurred without hemodynamic consequences to the patient. Distal runoff showed adequate blood flow distal to impella access site. Patient remained stable on extracorporeal membrane oxygenation and impella cp support for three days. A "purge flow high" alert self resolved and the patient could be fully weaned from mechanical circulatory support a day later with an ejection fraction of 45 %. Arrhythmia can occur during impella support and impaired coronary perfusion, and while the impella may have contributed in this case, it was likely not the sole cause given the patient¿s overall hemodynamic stress and underlying clinical condition.

Manufacturer narrative:
The investigation for the cardiac arrest/arrhythmia has been completed. The cause of the cardiac arrest/arrythmia was unable to be determined due to insufficient clinical details.